Event description:
It was reported that a 58-year old female patient underwent primary breast augmentation with two unspecified mentor gel implants and was diagnosed, via MRI, with bilateral breast implant ruptures, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 1, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant explantation surgery on (B)(6) 2023. On march 21, 2023, mentor received additional information indicating that the implants were a soupy mess and the explanting office was unsure if they can send the devices back. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On may 23, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On november 16, 2023, mentor became aware that in the supplemental report sent on may 24, 2023, it was erroneously omitted that the received devices were actually non-mentor. Since, we did not manufacture these devices, this will be the last supplemental report sent for this event.